Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2007, that during the placement of an ultraflex stent system (patient age and gender unk), the stent deployed approximately 50% when the suture broke. It is unk how the procedure was completed. The patient's condition was reported as "ok."